Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 617374107 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. The initial reporter also notified the FDA. Medwatch report # mw5100218. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unopened bd luer-lok syringe 5ml was discovered to have gel-like substance in syringe. The following information was provided by the initial reporter: it was reported syringe found to have a gel-like substance within the syringe.